Manufacturer narrative:
An event on incomplete stent opening and device migration in the aortic direction was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and cine review, the cause for the reported incomplete stent opening is likely related to the patient's calcification, however this cannot be determined. A cause for the reported device migration is likely related to the incomplete stent opening and/or inadequate implant depth, however this cannot be determined. A surgical intervention was a result of case specific circumstances, as a valve-in-valve was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a mild annular calcification and a horizontal aorta measuring 58 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, at 80 percent deployment, the valve was positioned at a depth of 6-7mm on the non-coronary cusp (ncc) in 2 cusp view and approximately 2mm on the left-coronary cusp (lcc) in a coplaner view. The implant depth at release was 5-6mm on the ncc and 3mm on the lcc. Upon release, the valve tilted to the inner curvature and migrated towards the aorta. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. A 26mm, non-abbott valve was implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician believes that the under expansion and high position on the left side to have caused the migration. The user believes that the valve expanded non-uniformly due to the calcium. It was reported that the implanter checked for non-uniform expansion (nue) but they did not mitigate it per established steps. The patient was in a stable condition.

Manufacturer narrative:
The valve remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on(B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a mild annular calcification and a horizontal aorta measuring 58 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, at 80 percent deployment, the valve was positioned at a depth of 6-7mm on the non-coronary cusp (ncc) in 2 cusp view and approximately 2mm on the left-coronary cusp (lcc) in a coplaner view. The implant depth at release was 5-6mm on the ncc and 3mm on the lcc. Upon release, the valve tilted to the inner curvature and migrated towards the aorta. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. A 26mm, non-abbott valve was implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician believes that the under expansion and high position on the left side to have caused the migration. The user believes that the valve expanded non-uniformly due to the calcium. It was reported that the implanter checked for non-uniform expansion (nue) but they did not mitigate it per established steps. The patient was in a stable condition.